Event description:
On 09/28/1999, the account reported a hemoglobin result of 18.3 g/dl and hematocrit result of 45% for a pt sample. The account reran the sample while rechecking other samples and obtained different results. Results from the first and second retest were: hemoglobin=8.34 g/dl and hematocrit=31%. No further pt information provided. No report of injury.